Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for two patient samples. The customer questioned the results and repeated the samples as they knew the patients were pregnant. Patient 1 initial result with a 1:100 dilution was 10.00 iu/l with a data flag (negative) and the repeat result with a 1:100 dilution was 15300 iu/l with a data flag (positive). On (B)(6) 2017, patient 2 initial and first repeat results were 0.100 iu/l with a data flag (negative). The third result was 5911 iu/l with a data flag (positive). The erroneous results were not reported outside the laboratory. The patients were not adversely affected. The reagent lot number in use on (B)(6) 2017 was 156542. The reagent lot number in use on (B)(6) 2017 was 179825. The expiration dates were requested but were not provided. Qc was in range on the dates of the events. The field service representative checked the analyzer and found no issues. He ran performance testing which was acceptable. No further issues were reported after the service visit. A specific root cause could not be identified. A preanalytic issue could not be excluded as a possible cause.